Event description:
Boston scientific received information that this pacemaker declared end of life (eol) approximately 9 months after implant. The device was explanted, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
The device casing was opened and the battery was removed; an external power source was connected to the device in order to measure the current usage. The device functioned in normal fashion; however, internal measurements noted a high current drain. Detailed analysis isolated the problem to a degraded capacitor which resulted in rapid battery drain.